Manufacturer narrative:
(B) (4) concomitant medical products:architect i2000sr analyzer, list # 3m74-01, (B) (4)evaluation: no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
The customer contacted abbott regarding a continuous observation of architect (B) (6) surface antigen initial high reactive rates and increase in error code 1007 (unable to process test, activated read failure) for various assays when reaction vessel (rv) lot 71558p100 was in use. The customer suggested the issue might be coincidental with preventative maintenance that was recently performed on the analyzer. Abbott requested the analyzer logs for evaluation. The customer was sent a replacement lot of rvs. The customer performed various checks after implementation of the replacement rvs and was asked to monitor the occurrence of error 1007 messages. The customer was also advised to recalibrate the (B) (6) surface antigen assay and the increase in false positive results was resolved. The customer stated the new rv lot resolved the issue. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.